Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported screw fracture at tooth site 36 when placing crown. It was not possible to removed fractured fragment. Implant was removed and a new one and new crown will be placed in a few months.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) iuniht, (certain titanium hexed screw)for evaluation. Visual evaluation was performed, fragments of the fractured screw has been identified inside the returned implant. Device history record (DHR) review was completed for the subject lot number 1217723. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1217723 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque applied during placement/ seating exceeds recommended value therefore, based on the available information, a device malfunction did occur. The fractured screw has been identified inside the returned implant. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.